Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 were not connected to the bus and showed a device not on bus failure. The user attempted to reconnect the drawers, but the circuit board for the half height drawer did not light up, and the drawers could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3.1 and 3.2 showed as not detected on bus. A field service engineer inspected the back of the drawer and found that no lights were illuminated. Both drawer controllers were disconnected, and the device was powered on; however, no lights were observed. The fse replaced the module controller, updated the firmware, and verified proper operation through diagnostics. No additional issues were noted at the time of service, and the customer successfully performed the workflow. The system functioned as intended after the field service engineer repaired the device.